Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal morphine (concentration 5mg/ml; dose 0.2403mg/day; lot unknown) via an implantable infusion pump. Indication for use was non-malignant pain. The patient experienced decreased pain relief due to ¿sluggish catheter¿ and catheter occlusion. The patient indicated that he had been getting significant pain relief until recently and now the pump was not working as well as it had been. The most recent pump refill prior to the event was on (B)(6) 2014. The decreased pain relief was diagnosed on (B)(6) 2014 at which time the dose was increased 20% to 0.2886mg/day. Per the hcp, a catheter flush on (B)(6) 2014 cleared a partial occlusion. On (B)(6) 2014 a catheter access port (cap) contrast study was performed which revealed the catheter was sluggish but patent. Per the hcp, this was equivalent to the patient occlusion. The catheter was flushed during pump check on (B)(6) 2014. The pump dose was increased on (B)(6) 2014, and (B)(6) 2015. Dose information for these increases was not provided. The event was considered possibly related to the device or therapy, specifically the entire catheter, and not related to the implant procedure. Event outcome was resolved without sequelae as of (B)(6) 2014. A supplemental report will be submitted if additional information is received.